Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: the product has not been returned to biomet for evaluation, therefore, a thorough investigation has not been possible. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.

Event description:
Hip revision due to unknown reasons. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
Hip revision due to unknown reasons. This report is based on allegations set forth in patients notice and the allegations there in are unverified.